Event description:
It was reported to vyaire medical that the bellvista1000 us had tf 400 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows intermittent tf 400. Recommended new insp. Valve replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. Error 6 means: that there is a small leak between 0.7 to 5.0 lpm @ 0 steps of the inspiration valve (= valve fully closed). As a resolution, vyaire ts recommended life valve replacement.